Manufacturer narrative:
H3: one cadd administration set from p/n 21-7394-24 l/n 3840859 was received in used condition inside a plastic bag without its original sealed packaging. The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination. Delamination was found at least one (1) join of the filter with the tube in the sample received. Leak testing was performed on the sample received using hydrostat vessel to look for unusual functions. From the 1 sample received, the sample was tested due to the confirmation reported failure mode. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. The reported issue was confirmed.

Manufacturer narrative:
Reporter occupation : administrator/supervisor. Foreign report source: (B)(6).

Event description:
Information was received that a smiths medical cadd administration set was infusing a cytotoxic drug (drug name not provided) for a patient's chemotherapy. The reporter stated that there was drug flow through the 0.22 micron filter with small droplets of liquid outside. The reported leaking did not result in any adverse patient effects and did not contribute to any patient or clinician injury.